Manufacturer narrative:
Unit was received with blank display due to corroded battery tube. Battery cap contact was corroded. Unable to perform, rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test and unable to verify for operating currents including low battery, off no power, weak battery alarm due to blank display. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and stripped battery cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had battery acid leaking from their battery. Customer also reported receiving weak battery alerts on their insulin pump. The customer was advised the insulin pump was still functional but may have shorter battery life than expected. It was also found the customer's insulin pump was unexpectedly turning off. Customer's insulin pump will be replaced due to the battery acid leak. The customer's blood glucose was 15 mmol/l. No additional information provided.